Manufacturer narrative:
Visual inspection: the following observations were made during the visual inspection: drying deposits on the housing. Permeability test: the test showed that the progav 2.0 is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 0,67 cmh2o. This is within the specified tolerance of 0 cmh2o ± 3 cmh2o. An applied pressure of 0 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 0,67 cmh2o ± 3 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav 2.0 valve was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav 2.0. Results: based on our investigation, we are not able to substantiate the claim of "blockage"or "underdrainage". However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0. Shunt parts explanted because of suspected shunt system malfunction. Surgeon believes that there could be a blockage or malfunction. Csf was siphoned off every day prior to explantation, giving patient relief from their symptoms temporarily, leading surgeon to believe that the shunt has malfunctioned. Age: (B)(6) years. Weight: (B)(6). Height: 150 cm. Gender: female. Date of implantation: (B)(6) 2018. Date of removal: (B)(6) 2020. Same patient #MDR 3004721439-2020-00237 and 3004721439-2020-00238.